Event description:
It was reported that the patient was in for an office check and there was no diagnostic data present from the device. It was noted that the atrial port was plugged and therefore implant detect did not complete. The device was reprogrammed to implant detect off/complete and which will now allow the device to start collecting data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.